Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined. No additional event or patient information is available.